Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Testing found that an open occurred between two lines within the cable. This indicated an electrical failure due to the open.

Manufacturer narrative:
Additional information: a medtronic representative reported that no incision had been made at the time of the reported event. Correction: updating patient coding to correct an error made.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that a connector on the interface (umbilical) cable had a loose wire which was suspected to cause the reported issue. The representative reported that they replaced the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, communication between the viewing station of the imaging system and the imaging system was lost. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.